Event description:
The customer reported that the apexpro telemetry network server went down resulting in loss of monitoring for 10 pts. The customer does not know how long the loss of monitoring occurred. There was no reported pt injury associated with this event.